Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the screw driver was used for a trochanteric fracture case. The surgeon had difficulty in connecting the screw driver to the end cap; although attempted over thirty minutes, the surgeon was not able to connect them. Therefore, the surgeon used a hollow screw driver to insert the end cap. This report is for an unknown screwdriver-hex-large 3.5 w/groove l300. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown screwdriver-hex-large 3.5 w/groove l300/unknown lot. Part number provided: 991-664 was not able to be verified. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.